Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, increased blood flow was demonstrated in the left anterior tibial artery, and a small round radiopaque foreign body was demonstrated in the mid-distal tibial artery can be confirmed. The location of the small round radiopaque foreign body cannot be confirmed. Conclusion: the device was not returned. Images were provided. Based upon the images provided, the complaint investigation is inconclusive for a tip detachment and guidewire incompatibility. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process; warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing; slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the anterior tibial artery, the recanalization catheter was allegedly difficult to advance over the guidewire; therefore, the device was removed, wiped down, re flushed, and reinserted successfully. The catheter was then advanced to the lesion; however, the health care provider (hcp) indicated that the distal tip of the catheter allegedly looked unusual; therefore, the catheter was retracted and it was identified that the distal tip had detached and remained embedded in the vessel. The hcp then indicated that blood flow was not impeded; therefore, no intervention was required. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records, have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the anterior tibial artery, the recanalization catheter was allegedly difficult to advance over the guidewire; therefore, the crosser was removed, wiped down, re flushed, and reinserted. It was further reported that the distal tip of the recanalization catheter allegedly detached and remained in the vessel. Reportedly, blood flow was not impeded by the detached tip; therefore, a balloon was used and angioplasty was performed, and a stent was placed proximal post crossing and angioplasty securing the detached tip against the vessel wall, and resulting in successful blood flow restoration of the anterior tibial. There was no reported patient injury.